Event description:
It was reported that the patient underwent re-hospitalization and repeated angiography six months after the original mini vision stent was implanted (actual stent implant date is unknown) due to angina. The patient was revascularized on target lesion due to in-stent restenosis.